Event description:
On 10/12, customer reports neither handswitch nor footswitch will control table. Table has no movement. Customer did not provide any pt or procedure info, but reports no pt injury.

Manufacturer narrative:
Field service engineer troubleshot according to liebel-flarsheim service manual and tech support, resulted in the replacement of handswitch cable. The table would boot up and would work with the handswitch. The fse found the footswitch wouldn't communicate with the table and wouldn't function any table movement. The customer requested the part number's and price of the footswitch and footswitch cable as the customer said they would take care of it themselves. Customer did report they have replaced the footswitch and all system functions are operating to specification.